Event description:
It was reported that after prepping the device inside of patient anatomy, the 2.25x12 rx xience prime sv stent delivery system (sds) was advanced without resistance to a mildly calcified, concentric, de novo, 75% stenosed lesion in the non-tortuous distal left circumflex coronary artery. During inflation of the sds to 16 atmospheres (atm), the balloon was believed to have ruptured at 12 atm since the balloon was unable to be inflated past 12 atm. Due to the suspected rupture, the balloon was deflated without issue, and a pooling of contrast media was noted angiographically (as haziness) to be leaking from distal edge of the stent, which was believed to possibly be a vessel dissection. The sds was withdrawn from the anatomy without resistance. The contrast and haziness was angiographically confirmed to have dissipated within 10 minutes and the stent was confirmed via intravascular ultrasound (ivus) to be fully apposed to the vessel wall. The vessel dissection was believed to have self resolved since the contrast pooling and haziness had disappeared; thus, no intervention was performed. Although a dissection may have occurred then self-resolved, ivus did not reveal any dissections or other vessel damage. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual and functional analysis of the returned device confirmed the reported balloon rupture. Additionally, balloon marker damage was noted, which may have contributed to the rupture. Scanning electron microscopy (sem) analysis of the returned device noted a radial leak over the distal marker, damage to the proximal end of the distal marker, and mechanical damage on the edge of the fold adjacent to the leak. No adverse trend was noted during the lot history review and all evidence indicates that all lot release testing met acceptance specifications. There was no signal from the related records review, in terms of scrap, equipment issues, or exceptions to flag the presence of a manufacturing related product deficiency. Based on the related records review for this lot and expanded records review, there is no indication that the larger population of product is affected, as this appears to be an isolated incident. The performance of these devices will continue to be monitored. It should be noted that the instructions for use (IFU) instructs the physician to prepare the device prior to the delivery procedure section. Additional note within instructions for operation section instructs the user to repeat device preparation if air is seen in the shaft to prevent uneven stent expansion.

Manufacturer narrative:
(B)(4). Guide wire: runthrough, extra floppy. Guide cath: 6f profit al15, mogul. Incorrect preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.